Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was experiencing an infection at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg site was opened and washed out ipg pocket and ipg to address issue. The infection was being treated via oral antibiotics.